Event description:
During compressions multiple CPR pads had to be used as they were not sticking to patient. Patient was not diaphoretic. Pad lot #'s used are: 1. Lot #4025b ref 8900-0224-01 (each) 8900-0214-01 (case of 8) exp 10/04/2027, 2. Lot #3425k ref 8900-0224-01 (each) 8900-0214-01 (case of 8) exp 08/23/2027, 3. Lot #4125e ref 8900-0224-01 (each) 8900-0214-01 (case of 8) exp 10/11/2027.